Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm then the insulin pump was totally turned off. Customer's blood glucose value was 356 mg/dl at time of incident. The customer was able to troubleshoot. Customer mentioned that the battery was really hot, not getting any insulin. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm, timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states new battery did not resolve the issue. Customer states contacts were not missing, damaged, or corroded. Customer states neither compartment nor spring were damaged or corroded. Customer states insulin pump alarmed battery failed alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.